Event description:
It was reported by the aci sales professional that a pt underwent an interventional coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is not a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the balloon deflated when the physician pulled back to the second point of resistance. The physician removed the device, and converted the pt to 15 minutes of manual compression. Hemostasis was achieved with no reported complications.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a radial tear of the balloon distal tip, approx 3.5 mm from the balloon proximal tip. No other source of a leak was identified. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1203302) indicated that the device lot met all established performance criteria prior to shipment.